Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with several false pause episodes due to loss of contact. Electrogram revealed shifts in baseline, noise, and decreased r-wave amplitudes. Programming changes were suggested but no intervention was reported. No patient symptoms were reported.

Event description:
New information received stated programming changes were made successfully. Patient was stable.